Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device was completed. The device was returned to endologix for evaluation after explant. Endologix received (1) one afx2 bifurcated stent graft for the purpose of evaluation. The item in question was received in a clear biohazard return bag and was packaged within a protective box. Upon receipt, large traces of blood and tissue residue were detected, which were subsequently removed through thorough decontamination procedures. Following a comprehensive visual examination of the afx2 bifurcated stent graft, a substantial perforation was detected at the base of the bifurcation within the graft material. Nonetheless, the remainder of the graft displayed no visible indications of damage and remained structurally sound. The reported type 3b endoleak was confirmed based on the identification of a hole within the afx2 bifurcated stent's graft material. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak in the bifurcated stent graft and explant are confirmed from the still images. The aneurysm enlargement is unconfirmed due to lack of the comparative images. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Unable to identify the contributing factors due to a lack of the medical information. The final patient status was reported as stable post the explant. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: health effect - clinical codes: remove code 1924. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event was returned for evaluation and its evaluation has not yet begun. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal aortic extension and a medtronic endurant (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was reported that post implant the final angiogram showed a suspect type 3 endoleak and the physician elected to balloon the proximal and distal ends of the vela aortic extension. The endoleak amount decreased but did not completely resolve. Then a type 1a endoleak was suspected after several angiograms were performed and the proximal end of the bifurcated stent graft was ballooned. The endoleak amount decreased but did not completely resolve. It was also noted that a type IV endoleak of endurant was suspected and the procedure was completed. This event was reported under MDR # 2031527-2022-00294. Now, approximately five (5) years post initial procedure, the aneurysm sac was confirmed to be enlarging (amount not specified), the physician elected to perform an open repair and explanted the afx2 bifurcated stent graft and the vela suprarenal aortic extension. During the procedure, a hole was confirmed on the afx2 bifurcated stent graft which was returned for evaluation. The patient status after the open repair procedure was reported as stable.